Manufacturer narrative:
The reported events of unspecified sensing issue and r-wave amplitude variation were not confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, passive testing of the right ventricular (rv) lead showed an acceptable signal. However, once the helix of the rv lead was extended, the signal became inverted and decreased in amplitude. As a result, a second rv lead was used, but the same issue persisted. The second rv lead was also noted to exhibit a high capture threshold, resulting in loss of capture even at high output. The signal from the second rv lead also decreased when it was connected to the device. Multiple troubleshooting steps were performed, including the use of different programmers, pacing system analyzers (psa), and psa cables to test both rv leads; however, the issue remained unresolved. As a result, both rv leads were not used and replaced with a longer lead. No patient consequences were reported.